Event description:
It was reported while using bd ext set w/macrobore 2vps y-conn leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the CT department did a 3cc/sec injection and contrast leaked from the tubing set. Patient was not harmed with the injection, only had a smallamount of contrast on clothing.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. No photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.